Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to confirm prime anomaly or perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a possible prime fill anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error and unable to rewind. Customer also reported that the insulin pump was unable to exit the fill process. The insulin pump is not expected to return for analysis.